Manufacturer narrative:
UDI# : unknown. The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that surgeon tried using the rosa 2.45mm diameter drill guide for a seeg electrode drill hole. On the first attempt to drill, the drill bit fused with the drill guide. Surgeon was able to release the drill bit from the drill guide, irrigation and cleaning the drill bit did not help stop the drill bit from continuing to get stuck in the drill guide. On further investigation, the drill bit seemed wobbly in the drill and a new drill bit was opened. Surgeon usually uses a pmt rosa compatible 2.45mm drill guide and once a sterile pmt drill guide was found, the surgeon used that. About a 5-minute delay occurred due to the drill guide issue and patient was under anesthesia at the time. Patient was not negatively impacted.

Manufacturer narrative:
It was reported that during surgery, a drill bit got stuck in the drill adaptor. The part was returned on 19-aug-2021, with no drill bit stuck inside. A visual inspection was performed and showed that there is no visible marks on the drill adaptor (refer to photos attached). Plus, the drill adaptor hole was inspected with a microscope camera. This inspection concluded that there is no visible marks on the hole of the drill adaptor. However, the most probable root cause of this event is that because of the friction between the drill bit and the drill adaptor during drilling, the metal heated up and swollen which caused the mechanical jam. But, this cannot be confirmed. This issue was already addressed through the continuous improvement process of our products. D4 UDI# : (B)(4).

Event description:
It was reported that surgeon tried using the rosa 2.45mm diameter drill guide for a seeg electrode drill hole. On the first attempt to drill, the drill bit fused with the drill guide. Surgeon was able to release the drill bit from the drill guide, irrigation and cleaning the drill bit did not help stop the drill bit from continuing to get stuck in the drill guide. On further investigation, the drill bit seemed wobbly in the drill and a new drill bit was opened. Surgeon usually uses a pmt rosa compatible 2.45mm drill guide and once a sterile pmt drill guide was found, the surgeon used that. About a 5-minute delay occurred due to the drill guide issue and patient was under anesthesia at the time. Patient was not negatively impacted.